Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The product evaluation has not been performed yet, as the product has not been returned for the moment. It was reported on march 12th 2019 that the product will be returned to ldr medical. Upon receipt of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion is not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembled during impaction. A sales representative reported that the implant was attached to inserter properly (via technique guide). Implant and inserter was doubled checked before it was handed to surgeon. As soon as surgeon began to impact inserter to place implant into disc space, one of the and plates of the implant fell off. Additional information received on march 12th 2019: the event did not affect the health of the patient. The surgery was completed with a different device. They did not have another 5mm height in that footprint. The surgeon had to use 6mm. There were no other contributing conditions that the reporter was aware of. Depth stop adjustment was initially set at zero. Surgical technique (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant) was followed when loading device on inserter. The disc space was distracted. The reporter was uncertain how much resistance was felt. Device came apart right as the surgeon began to enter disc space. The reporter was unaware if device was inserted at an angle. The reporter was also unaware if a rotational move was done. But from what the reporter could tell, he did not think so. There did not appear to be any difference in the surgical steps taken when the surgeon inserted the 2nd device. No per-op images are available. The mobi-c distractor was used along with mobi-c distraction pins. The mobi-c no touch level was used.

Event description:
Mobi-c p&f us : disassembled during impaction. A sales representative reported that the implant was attached to inserter properly (via technique guide). Implant and inserter was doubled checked before it was handed to surgeon. As soon as surgeon began to impact inserter to place implant into disc space, one of the end plates of the implant fell off. Additional information received on march 12th 2019: the event did not affect the health of the patient. The surgery was completed with a different device. They did not have another 5mm height in that footprint. The surgeon had to use 6mm. There were no other contributing conditions that the reporter was aware of. Depth stop adjustment was initially set at zero. Surgical technique (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant) was followed when loading device on inserter. The disc space was distracted. The reporter was uncertain how much resistance was felt. Device came apart right as the surgeon began to enter disc space. The reporter was unaware if device was inserted at an angle. The reporter was also unaware if a rotational move was done. But from what the reporter could tell, he did not think so. There did not appear to be any difference in the surgical steps taken when the surgeon inserted the 2nd device. No per-op images are available. The mobi-c distractor was used along with mobi-c distraction pins. The mobi-c no touch level was used. Additional information received on march 19th 2019: the word up could be read on the inserter when assembling the implant to the inserter. The inferior endplate disengaged from the inserter. The scrub tech loaded the implant, they have loaded the inserted many times. The reference and lot number of the inserter used during the surgery was one of these two inserters mb9001r-1: 410157503/130 or (10)610250110/026. Additional information received on april 2nd 2019: the reporter assumed they alleged deficiency in the implant because they have used the inserter since then and it worked just fine.

Manufacturer narrative:
This medwatch is submitted to send the medwatch follow-up report of the investigation following the additional information received. The product evaluation has not been performed yet, as the product was not returned to the manufacturer for the moment. Upon receipt of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion is not yet available.

Manufacturer narrative:
The returned device was evaluated. It was returned in a fully assembled condition and had no signs of damage. A functional examination found that the device could be attached securely to an implant inserter, and detached as expected. The complaint cannot be confirmed. A review of the manufacturing records did not identify any manufacturing issues that would have contributed to this event. The device labeling provides instructions regarding proper device usage, including assembly with the inserter, installation, and detachment from the inserter.

Event description:
It was reported that a plate detached from the implant cartridge during installation of the implant. The implant was removed and replaced with an alternative implant to complete the procedure. There were no reported patient impacts associated with this event.